Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a error test, rewind, basic occlusion, occlusion and prime/a33 or verify excessive no delivery alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer¿s blood glucose level was 312 mg/dl. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin exited. Customer is able to remove set at this time to test site portion of infusion system. The insulin pump will be returned for analysis.